Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette during treatment. Solution was noticed on the floor underneath the cycler after treatment was completed. Pt had no ill effects. Sample is not available.